Manufacturer narrative:
After use of the mynx vascular closure device, it was reported that the vessel closing failed. There was no patient injury. No other information was provided. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant and advancer tube were found in the manufactured position as received. The syringe and procedural sheath were not returned with the device. The sealant sleeve was observed to have been fully pulled back against the grey shuttle hub. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. Yet, it is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was confirmed through analysis of the returned device since the sealant was not deployed. However, the exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and the product evaluation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the sealant not being deployed in the patient as evidenced by the complete retraction of the sealant sleeve in the returned device and the sealant/advancer tube still being in their manufactured position. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy in order to close the vessel. Neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After use of the 5f mynxgrip vascular closure device (vcd), it was reported that the vessel closing failed. There was no patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A device history record (DHR) review of lot f1807101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the DHR review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
After use of the mynx vascular closure device, it was reported that the vessel closing failed. There was no patient injury. No other information was provided.